Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were returned to the failure analysis center for further evaluation. The cause of the reported failure was determined to be a broken filter, designator fl3 from the system controller pcb assembly.

Event description:
It was reported that the device would lock-up during the boot-up process. The device would not have the ability to provide defibrillation energy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(6).